Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller ac adapter was returned for evaluation. No performance allegations were made against the controller ac adapter; therefore, the purpose of this analysis is solely to evaluate the performance of the returned device against current manufacturing/design specifications. Failure analysis of the returned controller ac adapter revealed that the device passed functional examination. Visual inspection revealed mechanical damage of cable assembly at the output connector. However, the damage that was observed did not affect the functionality of the device. The most likely root cause of the damaged output cable can be attributed to wear and/or to the handling of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
A controller ac adapter was returned to the manufacturer and subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.